Event description:
It was reported that low hv lead impedance was observed. Previously, noise was detected when the patient had thoracic surgery. The lead was replaced. The patient was in good condition after the event.